Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient had worsening lumbosacral radiculopathy. On (B)(6) 2024, the patient reported uncontrolled pain with relief following ptm activations. The it rate and the maximum allotted ptm activations were increased. During pump refill, a reservoir volume discrepancy was noted: irv - 8.9 ml, arv ¿ 13 ml. No further it rate adjustment required and pump reservoir volume discrepancy was within normal limits on (B)(6) 2025: irv - 9.4 ml, arv - 11 ml. During a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted: irv - 6.4 ml, arv ¿ 12 ml. A normal catheter access port dye study revealed a normal, intact catheter. On (B)(6) 2025, the patient reported moderately managed pain; pump refill revealed a volume discrepancy within normal limits: irv - 7.2 ml, arv - 8 ml. On (B)(6) 2025, the patient reported uncontrolled pain. During a pump refill, a reservoir volume discrepancy was noted: irv - 9.2 ml, arv ¿ 13 ml. The it rate was increased. On (B)(6) 2025, the patient reported managed pain and a pump refill revealed a normal reservoir volume discrepancy: irv - 6.1 ml, arv - 6 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.